Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 426 mg/dl. Customer stated that she has a cellulitis infection on her stomach. Hospital removed the insulin pump and treated with manual injections. The current blood glucose reading is 126 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.